Event description:
A talent stent graft device was successfully implanted into a patient for the endovascular treatment of a ruptured thoracic aorta aneurysm. It was reported later that night, the patient expired. The physician sated that the patient expired due to the complications from the rupturing of the aorta prior to stent graft placement. The physician stated that the device preformed as intended.

Manufacturer narrative:
(Ruptured aneurysm prior to stent graft placement) - evaluation results and conclusion: (death).